Event description:
During the procedure,the balloon would not inflate. The shaft was damaged and there was leakage of the contrast medium.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit emergently due to an acute myocardial infraction. Precutaneous coronary intervention (pci) was performed on a chronic total occlusion lesion in the mid right coronary artery of unk length and diameter. Pre-dilation was conducted with a 2.5x15mm balloon and a 2.5x23mm cypher was delivered to the target site. When pressure was applied to inflate the balloon, it would not inflate. The physician observed damage at 12cm from the hub on the shaft and leakage of the contrast medium at that place. Therefore, a different 3.0x23mm cypher was deployed instead and a 3.0x18mm cypher, proximal to the first cypher. Post-dilatation was conducted and the procedure was completed successfully. This product is available for testing and evaluation, but the evaluation has not begun as of this writing. Additional information received will be submitted within 30 days of receipt. This product is not distributed in the united states, but it is similar to the us distributed cypher sirolimus drug eluting stent.